Manufacturer narrative:
Image analysis images sent for evaluation image fluoroscopic image of the common carotid artery with a calcified lesion at the proximal external branch, the landing zone of the device measuring at 4.6mm. Image fluoroscopic image of the spiderfx distal to the lesion, at the landing zone, within the external carotid artery. Image subtracted image of the external carotid, at the landing zone, showing a gap between the deployed filter and the vessel wall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a spider fx device, deformation occurred in vivo where the spider was not fully open and not completely opposed to the vessel wall. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray reported. The IFU (instruction for use) was followed during preparation, procedure, post-procedure, without issue. The lesion was located in the right common carotid artery, proximal location, with an 80% stenosis and a length of 25mm. The artery diameter was 4.85mm, and the lesion was minimally calcified. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. The procedure was completed and the device was removed from the patient. The patient experienced a right hemispheric stroke requiring rehabilitation. The stroke was associated with the product issue. The adverse outcomes included hospitalization with prolongation of the existing stay, extended stay post-procedure, and disability. The issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.